Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients spouse that the patient experienced "pulsating pretty bad" and the right ventricular (rv) lead "came off". The lead was revised and remains in use. The patient still experiences "pulsating". No further patient complications have been reported as a result of this event.